Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-12990 knee scorpion¿ had a broken needle stuck inside the cannulation during use. The patient was not harmed. They used a different device to complete the procedure. Additional information was provided on 07/22/2025 where the sales representative stated this event occurred on 07/18/2025. The ar-12990n needle did not break in the patient, it broke inside the cannulation of the device. No metal was left in patient. A new device and needle were used to complete the case. There was about a 5 minute delay that did not require additional anesthesia.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Visual inspection noted no issues with the device. Functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Complaint allegation is confirmed.